Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was on disconnected mode and not communicating. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not on the network. A field service engineer checked the station's up address, moved the network cable to the upper jack, verified the connection, pinged the gateway successfully, boot into application, verified connection again and resolved the issue. The system functioned as intended after the field service engineer repaired the device.